Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, a sensor scan of 47 mg/dl was obtained, and the caregiver treated the customer with juice. Another sensor scan of 47 mg/dl was obtained soon after compared to a blood glucose of 233 mg/dl obtained on the competitor¿s meter. An additional blood glucose test of 421 mg/dl was obtained and the customer had symptoms of slurred speech, nausea, and malaise and was then provided insulin through a pump and pen by the caregiver as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, a sensor scan of 47 mg/dl was obtained, and the caregiver treated the customer with juice. Another sensor scan of 47 mg/dl was obtained soon after compared to a blood glucose of 233 mg/dl obtained on the competitor¿s meter. An additional blood glucose test of 421 mg/dl was obtained and the customer had symptoms of slurred speech, nausea, and malaise and was then provided insulin through a pump and pen by the caregiver as treatment. There was no report of death or permanent injury associated with this event.